Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had to press buttons harder and multiple times for the insulin pump to respond and they received motor error alarm. Customer stated the insulin pump had batteries not lasting full 7 days and received unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed self test, off no power test and all operating currents tested within the specification. No charge or battery anomaly were noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm and no unexpected no delivery alarm during testing noted. The motor was tested outside the unit and passed. (B)(4).